Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration in 2012 (specific date not reported) resulting in fixture loss. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013. It was also reported that the device is not available for analysis.